Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on march 5, 2009 and obtained the following information. On the morning of original date, the patient reported obtaining blood glucose readings of "178 mg/dl" with the subject meter and "119 mg/dl" on his sister's meter (onetouch ultra2) performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. At an unspecified time the day prior to original date, the day prior to contacting lfs, the patient claimed he obtained an alleged high reading (result unknown) with the subject meter, administered his usual dose of 70/30 insulin (18 units), and an unknown amount of novolin r insulin (based on a sliding scale). Shortly after administering the insulin (time unknown), he began to feel cold, lightheaded, shaky, and developed blurry vision. The patient associated these symptoms with a low glucose and treated self with juice and felt better afterwards. The patient confirmed he tested with the subject meter at the onset of the symptoms; however, did not recall the result obtained. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.